Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing ventricular tachycardia/ventricular fibrillation. It was further reported that the right ventricular (rv) lead was intermittently undersensing. The patient was treated by emergency services. The rv lead remains in use. No further patient complications have been reported as a result of this event.